Manufacturer narrative:
Additional suspect device: model sc-2316-50e, infinion 16 trial lead kit 50 cm, serial number (B)(4).

Event description:
It was reported that the trial patient was experiencing strong and painful stimulation outside of the targeted pain area. An xray confirmed that the right lead migrated rostrally and laterally in the epidural space. The patient underwent a lead revision procedure and the leads were repositioned. No devices were implanted or explanted. The patient was doing well post operatively.